Event description:
It was reported that high pacing impedance was noted on the right ventricular (rv) lead. The rv lead was capped and replaced. The patient was in stable condition with no adverse events.